Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the ins being tilted/cockeyed/moving was unknown at this time, possibly weight loss. The actions planned to resolve the issue are to monitor it with the new charger. The patient's physician is aware and if the new charger does not resolve the issue, the physician will be discussing pocket revision with patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not sure of the cause of the implant being tilted/cockeyed/moving. To resolve the issue, the patient went into the clinic to meet with a representative and nurse. The patient noted that they are still having difficulty getting a quick and solid connection.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot# serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that recharger heating up when recharging, also patient can't recharge beyond 40%. Rep said he's using the clinic's recharging system and it's been 45 minutes and patient is stuck at 40% with excellent quality of charge. At one point, the implant did get up to 50%. Technical services (ts) to send recharger replacement. Patient mentioned that she feels her battery has moved, like it's hitting something, that the implant is "cockeyed". Patient further said it's hurting the last couple of weeks. Patient mentioned that she spoke with hcp about this in early august. Ts asked the rep to assess the pocket and he determined the implant is not parallel to the skin. The rep will have hcp assess further. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The rep will look at patient's recharge history.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3: analysis of the recharger (serial# (B)(6)) found a no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that recharger heating up when recharging, also patient can't recharge beyond 40%. Rep said he's using the clinic's recharging system and it's been 45 minutes and patient is stuck at 40% with excellent quality of charge. At one point, the implant did get up to 50%. Technical services(ts) to send recharger replacement. Patient mentioned that she feels her battery has moved, like it's hitting something, that the implant is "cockeyed". Patient further said it's hurting the last couple of weeks. Patient mentioned that she spoke with hcp about this in early august. Ts asked rep to assess the pocket and he determined the implant is not parallel to the skin. Rep will have hcp assess further. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Rep will look at patient's recharge history. Additional information was received. It was reported that the cause of the ins being tilted/cockeyed/moving was unknown at this time, possibly weight loss. The actions planned to resolve the issue are to monitor it with the new charger. The patients physician is aware and if the new charger does not resolve the issue, the physician will be discussing pocket revision with patient. Additional information was received from the patient. It was reported that the patient was not sure of the cause of the implant being tilted/cockeyed/moving. To resolve the issue, the patient went into the clinic to meet with a representative and nurse. The patient noted that they are still having difficulty getting a quick and solid connection.